Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The investigation found that by design, the cell-dyn sapphire aspiration probe is blunt and made of flexible probe material. The design is to prevent puncture or scratching in the event of accidental contact of the hand with the probe during the presentation of the tube for aspiration. The complaint text stated the injured person was not wearing a labcoat, safety glasses or gloves at the time of the incident. Based on the investigation, which included review of product historical data, product labeling, risk management file, and consultation with the technical services specialist, a product deficiency was not identified.

Event description:
An abbott product manager in (B)(6) was assisting an abbott field service engineer with repairs to a customer's cell-dyn sapphire analyzer on (B)(6) 2013. During his assistance, he accidentally pierced his finger on the sample syringe. He stated that this occurred while performing an optics alignment procedure. He immediately washed the wound with soap and water. He then went to the emergency room per standard hospital procedure. Blood was drawn for serology testing and a hepatitis b vaccine booster was given. No further treatment was required.